Manufacturer narrative:
The customer alleges that "the patient got a scratched cornea from the eye protector. " the affected device was not returned, no lot number was provided and no description of the incident. The product is designed to protect a patient's eyes during a procedure and if used properly, no part of the product comes close to the patient's eyes so it is highly unlikely that it could cause an injury.

Event description:
The customer alleges that "the patient got a scratched cornea from the eye protector. " no other details were provided.